Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the power management printed circuit board assembly (pm pcba) and motor control printed circuit board assembly (mc pcba) needed to be replaced to return the device to working condition. The asp replaced the pm pcba and mc pcba to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had a power failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.